Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch did not work and fluoroscopy was intermittent. The fse checked the system and found no error information display on the data monitor. The fse diagnosed the system with fsf and drawings and found the footswitch was damaged. The fse replaced the wired footswitch to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw (B)(4)), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was faulty. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, fluoroscopy could not be done with the system. The field service engineer inspected the system onsite and after the replacement of the footswitch, the device was returned to use in good working order.